Event description:
It is reported that the pad fractured.

Manufacturer narrative:
Eval - as returned, the pad is fractured. Impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. This device has an approximate field age of approx 9 months. Device history records indicate all components were mfg and inspected to spec.